Manufacturer narrative:
The reported events were helix mechanism issue and failure to sense. As received, a complete lead was returned in one piece with helix mechanism issue confirmed and reported event failure to sense not confirmed. Visual inspection found the helix to have partial extension with traces of blood. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract with the measured full helix extension length within product specification. X-ray examination found no anomalies and electrical testing found no indication of conductor fractures or internal shorts. The cause of the reported event helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead could not sense upon helix fixation on the patients atrial wall due to anatomical variation. The physician attempted multiple times but was unsuccessful. The physician elected to remove and replace the atrial lead on (B)(6) 2023. The patient was stable.